Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with the alleged issue to perform failure analysis. The instrument was analyzed and found to fail the clip test due to misapplication of the clip. The instrument was tested on an in-house system and passed the recognition and engagement tests. The medium-large clip applier retained the clip through engagement but could not release the clip as commanded. Additionally, failure analysis found the instrument grip tips were misaligned as one of the grip tips was bent. This finding is related to the customer reported complaint.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not close completely to apply the clip to the tissue when the clip was inserted into the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.